Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin at the septum. The customer's blood glucose level ranged from 108-109 mg/dl. Customer changed the cartridge to resolve the issue.